Event description:
Additional information was received on (B)(6) 2020 from the consumer. The patient reported that the numbness they experience periodically will occur if they cough a lot or play with the grandkids on the floor. The patient stated that they cannot breathe when they experience the numbness. When the patient is hospitalized for these instances, they throw up and are given morphine until the numbness wears off. The patient reported that the issue first happed when they were "on the table" after the pump was implanted. The patient felt like they were being electrocuted. The patient reported that they had an episode "the other day" and they were in the hospital on (B)(6) 2020 through (B)(6) 2020. The patient's medication was turned down on (B)(6) 2020 and now they're in pain. The patient reported that they have still gone numb since (B)(6) 2020 and the numbness issue happened about once a month. The patient also noted that they had the catheter tip removed at the beginning of (B)(6) 2019 and they were meeting with the surgeon on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 100 mcg/ml for a total dose of 47.98 mcg/day, bupivacaine 22 mg/ml for a total dose of 10.555 mg/day, and clonidine 600 mcg/ml for a total dose of 287.85 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient contacted the clinic from an emergency department (ed) reporting upper extremity, abdominal, and chest numbness, as well as a severe headache. The patient was concerned the pump was leaking. The patient was told it was unlikely the pump was leaking and a recommendation was provided to the ed physician for an MRI (magnetic resonance imaging) with contrast to rule out an inflammatory mass. The MRI with contrast showed no signs of an inflammatory mass. No further communication with patient until their follow up (B)(6) 2019 in which this episode was not discussed. On (B)(6) 2019 the patient reported left side numbness following personal therapy activations (ptm). On (B)(6) 2019 the patient reported symptoms persist, specifically after bending or twisting or when lying down. The patient reported some episodes are minor and others have resulted in ed visits and hospitalizations. On (B)(6) 2019 the plan was for catheter revision. On (B)(6) 2019 the catheter was repositioned from t5 to t8. The event required in-patient/prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was intrathecal (it) medication side effects/it medication side effects following ptm activations. The patient's weight was 224 pounds. The etiology of the event (numbness, headache, concern for pump leaking) indicated the relationship of the event to the device or therapy was possibly related, the etiology of the event (numbness following ptm activations) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2019. No further complications were reported/anticipated.